Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during the cruciate ligament surgery the distal end of the screw broke off. The broken pieces were retrieved from the patient. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. One unpackaged interference screw, ar-1380tc, batch 15400536, was received for investigation. Visual inspection noted surface damage and warped threads on the device. The screw was inspected under magnification; no fracturing was observed at the distal end. Functional testing was not performed due to damage to the device. The method used to prepare the bone and bone quality encountered during the procedure were not provided. The most likely cause for the dmaged threads may be attributed to: improper bone preparation, misaligned insertion, prying or leveraging the device during use, complaint allegation is not confirmed. Refer to attached investigation photos.